Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an unable to proceed message during a supply change while following the correct steps, and upon removal the adapter needle was found bent; the user replaced the inset, adapter, and cartridge with new supplies and the change then proceeded without issue, and later reported repeated delivery issues with replacement supplies due to an address discrepancy; the device problem aligned with a complete blockage involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed a communications-related problem and a component-related issue consistent with a complete blockage in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.